Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer thought that the infusion set site was a possible cause of the occlusion and tried 3 different types of infusion sets. However, the occlusions reoccurred. The customer's blood glucose (bg) level was 180 mg/dl and a bolus was delivered to address the bg level. As the occlusions had occurred in the past and the infusion sets had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.